Event description:
Pt has a covidien palindrome chronic catheter sport pak ref # 8888119365 7, lot: 15194009 which was inserted on (B)(6) 2016. On (B)(6) 2017 hemodialysis treatment was started with a blood flow rate of 400 per order. Both arterial and venous pressures were within normal limits. Foam was noted at both arterial and venous chambers. Upon closer investigation it was noted that air bubbles were coming directly from the arterial lumen. Treatment was terminated, patient to interventional radiology for procedure to have catheter replaced.